Manufacturer narrative:
Further information about the event has been requested. Device requested for investigation but pending answer. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: (B)(4) , lot 23he01, catalogue # 6882824 - manufactirung date: 08/31/2023; expiration date 07/31/2026; UDI (B)(4). H3 other text: device/ information about the device not received yet.

Event description:
Pulsioflex monitor screen indicated a error message "pressure sensor cable fault detected-check sensor cable" when connected to proaqt sensor at the 2nd hour of use. Afterwards fluid was found inside the device. Replacing the sensor cable and the pulsioflex machine did not resolve the issue. The problem was solved after connecting to a new proaqt sensor. Manufacturer reference (B)(4).

Manufacturer narrative:
It has been reported that the pulsioflex monitor screen displays "pressure sensor cable fault detected-check sensor cable" when connected to the proaqt sensor during the second hour of use. Fluid was found inside the device. Replacing the sensor cable and the pulsioflex device did not resolve the problem. Problem resolved after connecting a new proaqt sensor. No harm to the patient was reported. No fluids or residues of fluids could be found during the visual check. But a measurement was not possible as no pressure signal could be detected. Even though the setup was checked twice, the error remained, and a measurement was not possible. Therefore, the investigation did indicate that the device failed to meet its specification when the problem occurred. For determining the root cause further investigation will be performed at the supplier. The following similar device is under complaint: pv8810, lot 23he01, catalogue # 6882824 - manufacturing date: 08/31/2023; expiration date 07/31/2026; UDI (B)(4). Corrected data part d: no reprocessing.

Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
The complained transducer has been inspected visually and a functional test was performed. The reported failure could be reproduced inhouse. No fluids or residues of fluids could be found during visual check. But a measurement was not possible as zeroing was not possible. ¿pressure sensor ¿ zeroing not possible ¿ close ¿ 3 - way stopcock¿. For a detailed root cause analysis the supplier was involved. According to the investigation at supplier side the reason for the failure is due to the use of a large amount of liquid flux for soldering. As a result of the large amount the flux there is overflow of flux in the area of the card and sensor. The remaining flux liquid creates corrosion in the solder joints, so there is no electrical reading. No leakage was found, and no error message was shown on the pulsioflex when the complained proaqt was connected. To avoid a similar problem in future, employees were retrained in soldering process. Based on the results above, the device failed to meet its specification. The issue is monitored on a regularly basis in order to detect early trends. With the information stated above the complaint will be closed. The following similar device is under complaint: (B)(4), lot 23he01, catalogue # 6882824 - manufactirung date: 08/31/2023; expiration date 07/31/2026;UDI (B)(4).

Event description:
Manufacturer reference #(B)(4).